Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the erroneous carbon dioxide, concentrated (co2_c) and creatinine_2 (crea_2) results were obtained on multiple patient samples on the atellica ch 930 analyzer. Siemens has evaluated the photometric data and observed that a sudden decrease in mau (milli-absorbance unit) between cycles when no instrument activity (sample addition, reagent addition, mixing) was taken. The discrepant results were consistent with droplets from a reaction wash probe falling into a cuvette during test processing. A siemens customer service engineer (cse) was dispatched to the customer site. During the visit, the cse inspected the analyzer, observed droplets at the reaction wash probe 1 dispense point, and replaced the associated valve (v19). Siemens further evaluated the event and concluded that the wash station droplets and the malfunctioned valve 22 potentially contributed to the event. The instrument is performing according to specifications. Siemens is evaluating the event.

Event description:
The customer reported that erroneous carbon dioxide, concentrated (co2_c) and creatinine_2 (crea_2) results were obtained on multiple patient samples on the atellica ch 930 analyzer. The erroneous results were reported to the physician(s) but not questioned. The samples were repeated on alternate atellica ch 930 analyzers. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c and crea_2 results.